Event description:
On [redacted] we treated the above referenced patient for metastatic neuroendocrine tumor to her liver. We have treated >60 patients with histotripsy. The procedure went per protocol: -pt seen in consultation in the cancer center multidisciplinary liver clinic -pt reviewed in multidisciplinary liver tumor board for consensus agreement for treatment -pt scheduled for procedure to be done with a double lumen intubation with right lung isolation -on day of procedure- pt arrive in pacu [post anesthesia recovery unit] and seen by anesthesia and cross-sectional interventional radiology (csir) services; taken to procedure room on [redacted] -difficult double lumen intubation which was not accomplished because patient could not tolerate the right lung collapse and continued to desaturate every time the right lung was isolated, and therefore we did the procedure without lung isolation. -patient was given prophylactic antibiotics pre-procedure (per procedure) -patient as given IV heparin bolus and drip during the histotripsy cavitation (per procedure) -treatment involved 2 prescribed overlapping ablation zones that were 28 minutes each for a total volume of less that 68 cc of liver tissue, targeting segment 5/6 of the liver. -a 3rd treatment zone overlapped the original 2 treatment zones to target another smaller subcapsular segment 5 tumor. -no intraprocedural complications. Post-extubation patient was taken to CT for imaging, per protocol. -CT on [redacted]-same day at 1pm demonstrated significant ablation, far greater than the prescribed ablation zone, and involving areas of the liver where the transducer was not even located. We targeted segment 5/6 and did a low intercostal technique, however, the ablation zone encompassed segments 7/8 to the dome of the liver and extended to the hilum of the liver, with treatment effect spanning throughout the right lobe of the liver. -patient was taken to the pacu per protocol -in the pacu pt was experiencing severe pain and prolonged hypertension despite medication to treat the pain and hypertension. -around 5pm pt had severe pain and was taken back to CT by me to evaluate for possible complication. CT with IV contrast demonstrated similar findings with no evidence of active vascular extravasation to suggest active bleed, although the treatment cavity did look hyperdense. -pt was transported back to pacu by me, where I worked on getting her admitted b/c [because] of severe pain, hypertensive emergency, and acute renal failure (presumed from hypertension and tumor lysis syndrome). -over the course of the week, pt continued to be anuric, and required ICU transfer, crrt [continuous renal replacement therapy] (continued dialysis), had pulmonary vascular congestion. After about 5 days pt stabilized and was transferred to the general medicine unit. On [redacted] pt had an episode of hypertension at 9pm. I asked the hospitalist covering the floor to treat her htn [hypertension] b/c of her aki [acute kidney injury]. However, approximately 27 minutes later pt experienced sudden onset of severe abdominal pain and severe hypotension requiring rapid response team (rrt). I felt that pt was bleeding. The rrt and ICU stabilized the pt. I called the inpatient CT department to expedite her CT, as pt was #42 on the list at that time (around 10:30pm). The rrt and ICU doctors transported her to the inpatient CT department. -at this time I consulted the vascular ir on-call team to have them ready in case pt was actively bleeding. -CT showed active bleed (presumed ruptured segment 5/6 pseudoaneurysm from original procedure)-->pt was immediately taken to the angio suite for successful embolization. -is currently intubated in the ICU, continues to be anuric in aki. Hg stable, and pressures stable. -I am filing a risk report on this patient b/c I do not know what happened to cause this event. Treatment was done per protocol and we have done >60 treatments with no complications and this is a non-invasive procedure. Histotripsy spares damage to the blood vessels b/c it uses mechanical cavitation to cause tissue destruction and the collagen/elastin in the blood vessel wall prevents destruction. Our group has done analysis on all patients that have been treated, and >80% of the tumors demonstrate intact blood vessels in the treatment zone. In this case however, although the blood vessels were 'intact', it appears as if they were somehow damaged and resulted in pseudoaneurysm formation. In addition, the ablation zone was much larger than prescribed, involving areas of the liver where the machine was not targeting. Furthermore, the volume of liver that was treated based on CT [redacted] would take over 5-6 hours of continuous cavitation to achieve and our treatment times were much shorter (less than 1 hour and involved overlapping ablation zones) with the transducer targeting over the lower aspect of the liver only. -therefore, I would like the device to be evaluated for potential misfire or some other issue and for this reason I am filing this risk report to make sure that everything is safe for future patient treatments. Manufacturer response for ultrasound, edison (per site reporter) histosonic states the device functioned as programed.